Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ red particles were observed on the shell. ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
A healthcare professional reported "right side implant rupture." Ultrasound performed. The device was replaced with a non-allergan device.

Event description:
A healthcare professional reported "right side implant rupture." Ultrasound performed. The device was replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6 (health effect - impact code ): f15 recognised device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.